Event description:
Rheumatic disease and neurological disease: polymyalgia rheumatica/temporal arteritis, fibromyalgia, diverticulitis, cellulitis, parkinsonism, palsy, dysphagia, loss of speech, acute abdominal, breast and arm pain.